Event description:
Based on information obtained, the patient's ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable due to user not following the IFU/dfu. When attempting to establish a connection with the charging device the eon mini ipg could not be located. Field representative met with the patient and confirmed the battery was depleted. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
(B)(4).